Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has bee ninitiated based on the reported information.

Event description:
3 trays found with hair when opened.

Manufacturer narrative:
On (B)(6) 2016 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - a failure analysis is not possible because the product was not returned. Device history evaluation -the device history record was reviewed and the products met all specifications at the time of assembly. Conclusion: the likely cause for this complaint is due to improper gowning. However, the complaint product was not returned and could not be confirmed.